Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using a freestyle libre 3 plus cgm with an ilet system, with the cgm showing a nadir of 68 mg/dl; the patient promptly treated with 15 grams of oral carbohydrates and glucose levels returned to range within minutes, and no device-specific problem or component issue was identified. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.